Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in d3, e4 and g2. Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the primary UDI number has been updated.

Manufacturer narrative:
B5 updated. Corrected data: d1, d2 and g2. The investigation is still ongoing.

Event description:
The complainant reported the pump was disposed.

Manufacturer narrative:
Corrected information has been provided in d4. Asae / hematoma: the cause of the access site adverse event was not determined due to insufficient clinical details.

Event description:
An impella cp device was inserted into the left femoral artery in a 54-year-old male patient with a past medical history of coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage e shock, on multiple inotropes and vasopressors, on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support during a protected percutaneous coronary intervention (pci). During the procedure, the patient developed a hematoma at the access site. A femstop was applied and the hematoma resolved. Four days after impella insertion, the family elected to withdraw care, and the patient expired on support. The impella functioned at p-6 at 2.0l/min as intended. The impella is conservatively being reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient with acute myocardial infarction, complicated by cardiogenic shock, along with the complications of stage e shock.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.